Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned device was evaluated. There was no failure mode detected. The complaint is not confirmed.

Event description:
It was reported that a sleeve jammed onto a pedicle screw during surgery. After the sleeve was detached from the screw, the screw was found to have disassembled. The technique was changed from a percutaneous approach to a mini-open approach in order to remove and replace the screw, so the incision size increased. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00110.

Event description:
It was reported that a sleeve jammed onto a pedicle screw during surgery. After the sleeve was detached from the screw, the screw was found to have disassembled. The technique was changed from a percutaneous approach to a mini-open approach in order to remove and replace the screw, so the incision size increased. This is report two of two for this event.